Event description:
Continuous issues with freezing g7. I may get 10 days out of every 4 to 5 products, they usually fail after 8 or 9 days and some even earlier. They seem to go offline "temporarily" when I'm low also. It woke me this morning and said I was 46! It kept going offline so instead of calibrating it I changed. After I changed it, I was actually 180. I totally love this product, but it doesn't really perform like they say, I call, a lot, to get replacements, if I didn't, I'd run out of them. I have issues with the over patches too. They didn't hold it in place if you bump it or run on something. I did buy dinner from amazon. They work so much better. I was told by their tech support to buy from amazon and one representative told me to use duct tape!!! Who oh why didn't they make that better? Why do I have to purchase something to make their product work better?